Manufacturer narrative:
Use of device problem: patient reports initially she believed the placement of the coolsculpting (cs) treatment was incorrect but was reassured by cs hcp that placement was correct. Additionally, patient notes an allegation the cs hcp was retrained on cs treatment to arms as it was eventually confirmed that the cs treatment was performed incorrectly. Abbvie medical determined that based on allegation of potential use error as noted it is reasonable to assign use error for this event. Cs user manual warnings section for upper arm cs treatment states the following ¿avoid compression of the ulnar nerve during treatment of the upper arm.¿ also noted in cs user manual treatment section it states the following ¿after confirming that the gelpad and applicator are positioned correctly, treatment can be started.¿ patient is alleging onset of symptoms as reported immediately during cs treatment of upper arms and symptoms persist and worsening since cs procedure. Patient is denying any previous diagnosis of nerve related conditions prior to cs treatment. Based on the limited information provided it cannot be excluded that the alleged use error may have caused or contributed to this event. Peripheral nervous injury: based on this review of symptoms as reported, and correlation with timeframe of symptoms since cs treatment it can be attributed that these symptoms may likely be a peripheral nervous injury. Peripheral nervous injury is characterized by weakness causing limitation of motion, palsy, paralysis due to irritation of motor nerves. The coolsculpting user manual, under warnings, states that the use of the coolsculpting device on areas with superficially located nerve branches has not been demonstrated to be safe and effective. Such use may result in injury to the patient. In addition, coolsculpting system use has not been studied in patients with neuropathic disorders like neuralgia and/or neuropathy. In this case, based on the limited information provided it cannot be excluded that the device may have caused or contributed to this event. This event as reported has been present for greater than 1 year and worsening, therefore this event may be considered a permanent injury and meets the criteria of a serious injury.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting system on (B)(6) 2023 to the left, upper arm and right upper arm using cooladvantage coolfit applicator and developed serious.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting system treatment to the arms on 25/october/2023 with using a cooladvantage coolfit applicator and developed serious peripheral nerve injury when provider performed a use error / use of device problem.

Manufacturer narrative:
Correction: a2, a3a, b5, g2. Use of device problem: patient reports initially she believed the placement of the coolsculpting (cs) treatment was incorrect but was reassured by cs hcp that placement was correct. Additionally, patient notes an allegation the cs hcp was retrained on cs treatment to arms as it was eventually confirmed that the cs treatment was performed incorrectly. Abbvie medical determined that based on allegation of potential use error as noted it is reasonable to assign use error for this event. Cs user manual warnings section for upper arm cs treatment states the following ¿avoid compression of the ulnar nerve during treatment of the upper arm.¿ also noted in cs user manual treatment section it states the following ¿after confirming that the gelpad and applicator are positioned correctly, treatment can be started.¿ patient is alleging onset of symptoms as reported immediately during cs treatment of upper arms and symptoms persist and worsening since cs procedure. Patient is denying any previous diagnosis of nerve related conditions prior to cs treatment. Based on the limited information provided it cannot be excluded that the alleged use error may have caused or contributed to this event. Peripheral nervous injury: based on this review of symptoms as reported, and correlation with timeframe of symptoms since cs treatment it can be attributed that these symptoms may likely be a peripheral nervous injury. Peripheral nervous injury is characterized by weakness causing limitation of motion, palsy, paralysis due to irritation of motor nerves. The coolsculpting user manual, under warnings, states that the use of the coolsculpting device on areas with superficially located nerve branches has not been demonstrated to be safe and effective. Such use may result in injury to the patient. In addition, coolsculpting system use has not been studied in patients with neuropathic disorders like neuralgia and/or neuropathy. In this case, based on the limited information provided it cannot be excluded that the device may have caused or contributed to this event. This event as reported has been present for greater than 1 year and worsening, therefore this event may be considered a permanent injury and meets the criteria of a serious injury.